Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed when she changed the battery, and the time was incorrect. The blood glucose reading at time of call was 144mg/dl. The customer stated that the insulin pump was dropped and the screen went blank. Troubleshooting was performed. Ran self and fixed prime test and the tests passed. During the call, the customer mentioned being hospitalized multiple times for the past nine years ago. The customer stated that the insulin pump was not delivering insulin. The customer also mentioned that being hospitalized several times in th last three years. The customer believes the high blood glucose was caused by inserting into a scar tissue. Customer's most recently hospitalization was for high blood glucose of 700mg/dl was more than a year ago. The customer stated that his blood glucose was low while driving and paramedics were called. No further info was provided.